Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized for high blood glucose. Customer's blood glucose was 340 mg/dl. During troubleshooting, found air bubbles in the reservoir. Device passed the high pressure test. After troubleshooting, customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.